Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and an intra-aortic balloon (iab) disconnect indicated. The iabp was restarted and therapy resumed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm could not reproduce the issue. The pneumatic module assembly with k10 solenoid were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and an intra-aortic balloon (iab) disconnect indicated. The iabp was restarted and therapy resumed. No patient harm, serious injury or adverse event was reported.